Manufacturer narrative:
Investigation summary: bd received no samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for hemolysis with the incident lot was observed. Five retained samples of the same lot were sent for further investigation. Testing was performed and the indicated failure mode for hemolysis was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, hemolysis, because the defect was not evident in the testing of the customer lot samples. Visual evaluations of both retain and control samples for hemolysis demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the photos provided only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that after centrifuge with a bd vacutainer® cat (clot activator tube) plus blood collection tubes the sample were hemolyzed. This occurred on 100 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: after performing the protocol (added as attachment), serum cat samples are hemolyzed. Samples are put in cat tubes, incubated for 24h at 37°c and centrifuged for 10min at 3500-5000 rpm. After this, the serum is hemolyzed. Fill the tube with the blood sample. Incubate in upright position at 37°c for 24h. Centrifuge for 10 minutes at 3500 rpm. Then remove the stopper and draw the (upper) serum. Filtrate by using a 0.2 micron filter. The serum should have a yellow color, in case of a red color send the kit back to us please. Direct aspiration in syringe for injection in the patient with a possible 2nd filtration step or in cryotube for freezing for later use at -20°c for 2 months or -80°c or lower for 6 months stability (the cytokines are preserved during freezing).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after centrifuge with a bd vacutainer® cat (clot activator tube) plus blood collection tubes the sample were hemolyzed. This occurred on 100 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: after performing the protocol (added as attachment), serum cat samples are hemolyzed. Samples are put in cat tubes, incubated for 24h at 37°c and centrifuged for 10min at 3500-5000 rpm. After this, the serum is hemolyzed. Fill the tube with the blood sample. Incubate in upright position at 37°c for 24h. Centrifuge for 10 minutes at 3500 rpm. Then remove the stopper and draw the (upper) serum. Filtrate by using a 0.2 micron filter. The serum should have a yellow color, in case of a red color send the kit back to us please. Direct aspiration in syringe for injection in the patient with a possible 2nd filtration step or in cryotube for freezing for later use at -20°c for 2 months, or -80°c or lower for 6 months stability (the cytokines are preserved during freezing).